Event description:
The customer stated that she got a reading of 278mg/dl. She stated the she was having a bad reaction and called the paramedics. The paramedics tested her blood sugar 15 minutes later and got a reading of 30mg/dl. The customer stated they gave her something at the hosptial that brought her sugar up quickly, and they had her eat a meal. She was at the hospital for 3-4 hours. Customer service tried to help the customer troubleshoot. The customer was unable to perform a self check and did not have normal control solution. Customer service verified that the customer was using good technique and knew how to check for a complete fill. Customer service advised the customer to send in the meter and strips and was sending replacements.